Event description:
It was reported that the charging pad for an ilet system failed to maintain a connection due to a loose and temperamental power cord, progressing to a complete inability to connect or light up, which prevented reliable charging of the device. Customer care provided support that included coordination of return and replacement logistics. Investigation of this case revealed that the device power supply interface exhibited intermittent connection consistent with a connector or cable failure of the charging pad assembly. Symptoms included no user injury or clinical effects. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was component failure consistent with wear or damage of the external charging interface.